Event description:
It was reported to boston scientific corp that a resolution clip device was used during colonoscopy performed on (B)(6), 2009. According to the complainant, during the procedure, the clip would not release from the sheath. The physician had to jiggle the catheter to get the clip to release. Once the clip did release it was noticed that the clip was not attached to the mucosa. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).